Event description:
It was reported the patient was trying to get the neurostimulator/extensions explanted. It was noted the device was originally implanted for migraines. It was reported the patient had been having seizures, and bad migraines and needed a head MRI, which is why she wanted to have the ins/extensions removed. It was noted the patient had 2 seizures on the day of report. It was logged the patient had been instructed to go to the ER but stated she went the week prior to report and was not able to get an MRI due to her implant. Additional information received reported the patient did not have an MRI completed. It was reported the seizures were not related to the scs device. It was noted there were no diagnostics performed on the device. It was reported there were no malfunction seen or causes of the issue determined. It was noted the patient had an appointment scheduled with a pain physician on 2014-(b)6) to discuss explantation and getting an MRI. Additional information received reported the patient went to have an MRI and the doctor "did not get the message" to the manufacturer, and they needed to fax "all the information" over to the manufacturer to update the patient's file. It was reported the patient needed an MRI and they could not do it until the file was updated. It was noted the patient had been in and out of the hospital and she just got out of the hospital the sunday prior to report. Additional information received reported there was spinal cord stimulation system explant on 2014-(B)(6). It was noted the device would not be returned and it was not replaced. It was noted there was no alleged product issue. It was reported there was no diagnostic testing or trouble shooting performed and there were no actions required as a result of the event. It was reported the patient had severe migraines and needed to have frequent mris. It was noted the system was not MRI compatible. It was logged that the patient status at the time of report was alive with no injury, and there were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 3778-75, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 3778-75, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger, product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension. (B)(4).